Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in a bow-tie effect in the area of the probe's eye. The surgeon noted to take their foot off the pedal and noted the blue pixels dissipated (making sure it was not a bleed) then continued on the pedal. The blue pixels came back. The user was firing at 120% and also performed a biopsy prior to the ablation. There were no patient complications reported in relation to this event.